Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded code 1007, message indicator that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. While technical services guided on how to clear the fault, it was noticed the crt-d had a completely depleted battery. Subsequently, this crt-d was explanted due to normal battery depletion, and it is not expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded code 1007, message indicator that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. While technical services guided on how to clear the fault, it was noticed the crt-d had a completely depleted battery. Subsequently, this crt-d was explanted due to normal battery depletion and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the crt-d was thoroughly inspected and analyzed. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. No failing conditions were detected.